Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that upon attempting to remove a tampon she could not find the string and had to manually remove the tampon. Upon removal she noticed the tampon had been upside down inside her. She did not seek medical assistance.